Event description:
Customer reported a malfunction after showering with pump, receiving a malf 24 code which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support educated the customer on pump usage, confirmed a replacement pump would be provided, and instructed the customer to use an alternate insulin delivery method, mdi, in the meantime. Customer was informed about returning the faulty pump and provided necessary instructions and information.